Event description:
During verification testing at the manufacturing facility, the pump intermittently did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
Testing and investigation found the device intermittently did not sound an audible alarm tone during an alarm condition. This was due to the (B) (4) alarm assembly. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. (B) (4).